Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead, which had previously been electrically abandoned, was found to have also been dislodged. The lead was surgically abandoned. To date, no adverse patient effects have been reported.